Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for peripheral vascular disease. It was reported that the patient had a fall in (B)(6) 2018 and hurt four of their vertebrae. The patient then realized the ins was not working like it did before. The patient stated they needed to be in a firm position. In order for it to work they had to be in the laying down position. Since then it had gotten quite aggravating that the ins did not kick in like it used to. The patient stated that after the fall they had been busy dealing with the pain and everything and had no time dealing the ins not working. The patient went to see their doctor who installed it. They scheduled them for a CT scan on (B)(6) 2018 and they would see their doctor on (B)(6). They stated their healthcare provider (hcp) told them to call the manufacturer in the meantime and see if there was anything technical they could do to get the device going/working the way it was before. No troubleshooting could be done due to a lack of access to the product. Patient services suggested the patient use their programmer to change groups, but the patient indicated that they lost their programmer a few years ago. They stated they know there were four different programs in there, but they never changed it. It was also reviewed that the hcp could have the rep come out and reprogram the device. It was asked but was unknown if this was considered to be a sudden or gradual change in therapy/symptoms. The patient stated when they fell they did not pay attention except for noticing that they needed to be in a laying down position in order for it to work. Again they stated they were busy dealing with the pain/fall and had no time dealing with this. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-aug-14 reporting that the CT scan results showed intraspinal stimulator within posterior aspect of the spinal canal to the t12-l1 level, spondylosis and degenerative disc disease, degenerative changes in costovertebral articulations, small disc protrusion at t9/10, and evidence of pulmonary emphysema. The patient sustained a fall in (B)(6) 2018 and had several mild compression fractures. As a result of the fall, the stimulator had not been functioning properly. The device had not been tested in years. Per the patient, the device worked well when they were lying flat. When the patient was seated or standing, the device provided poor coverage of their leg pain. The hcp reported that the actions taken was the CT scan and contacting the manufacturer to test the device. The cause of the ins not working as it did before was reported to be due to the fall. The issues were reported to have been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) requesting a manufacture representative (rep) to be contacted to check the patient¿s ins because it was not working and the patient had a change in therapy after their fall in (B)(6) 2018. An email was sent out to a rep. No further complications were reported/anticipated.